Event description:
It was reported that the bd nexiva¿ single port catheter was defective during use. The following information was provided by the initial reporter, translated from french to english: "it is impossible to purge them before pricking the vein and for others, it is impossible to pierce the skin to mount the catheter in the vein. Patient pricked several times."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
The reported lot # [9357495] was not found for the reported catalog # [383510]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ single port catheter was defective during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it is impossible to purge them before pricking the vein and for others, it is impossible to pierce the skin to mount the catheter in the vein. Patient pricked several times."